Event description:
It was reported that the patient stated four infusion sets are fell off during use on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 4.e1: establishment name: (B)(6)country: united states of americaaddress ¿ line 1: (B)(6). Based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380